Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the telescope guide extension catheter survey results from an interventional cardiologist in practice 10 years. In the past 10 months the physician has used telescope guide extension catheter successfully 40 times. The following complications adverse events/effects were encountered using the telescope guide extension catheter product over the last 12 months: 2 slow-flow were directly related to a medtronic telescope¿ guide extension catheter. The event was treated with a conservative treatment with a good response. 1 blood loss/haemorrhage were directly related to a medtronic telescope¿ guide extension catheter. The event was treated with haemo stasis and transfusion of red blood cell concentrates. 2 renal failure were related to the procedure but not directly to the medtronic telescope¿ guide extension catheter. The pre-operating preparation in the operating room standard use of the telescope differed from what is described in the IFU.